Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction d1, h6 results code, conclusion code the reported event could be confirmed with the help of evidences provided by the customer. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿improper selection, placement, positioning, and fixation of the prosthetic components may result in unusual stress conditions and a subsequent reduction in service life of the prosthetic component. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿the root cause is osteonecrosis of the talar bone beneath the talar component, causing it to subside significantly (>5 mm). The subtalar arthrodesis and the vicinity of these screws to the talar component played a role in this case.¿ based on investigation, the root cause was primarily attributed to a patient factor related issue. The medical expert opinion also stated that ¿osteonecrosis of the talar bone beneath the talar component, caused it to subside significantly (>5 mm). The subtalar arthrodesis and the vicinity of these screws to the talar component also played a role in this case.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.